Manufacturer narrative:
Visual, dimensional, and functional analysis were performed on the returned device. The reported difficulty advancing the device over the guide wire was not confirmed; however, the reported smashed and torn tip was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device over the guide wire; however, the reported smashed and torn tip appears to be related to circumstances of the procedure. Possible factors that may contribute to the difficulty positioning the bdc over the guide wire may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported difficulty could not be determined since the complaint could not be confirmed during return analysis. The reported smashed and torn tip likely resulted from manipulation of the device and/or interaction with an accessory device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. E1 - facility name: (B)(6). H6: code 2889 was added.

Event description:
Subsequently, after the device was analyzed it was noted that the tip was torn. It was confirmed the tip became smashed and torn during procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 - facility name: (B)(6).

Event description:
It was reported that the procedure was to treat a moderately tortuous proximal right coronary artery. A 1.5x6mm mini trek balloon dilatation catheter was not attempted to be advanced over the guidewire because the guidewire could be inserted but not be advanced in the wire lumen. Another mini trek was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. Return device analysis found that the tip of the catheter was torn. No additional information provided.